Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a particle floating in its solution. This was identified during filling with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured february 3, 2015 ¿ february 4, 2015. The device was received for evaluation. A visual inspection was performed and found a white particle floating in the bladder. Fourier transform infrared spectroscopy was performed and found the particle to be acrylic. The reported condition was verified. The cause of the condition could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.